Event description:
A report received from (B)(6) stated the device is frozen. The device was not being used in during surgery. It is unk if pt or user injury was reported. No additional info was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).